Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse visited the customer to address the reported event. During servicing, the fse replaced the diluent pump. The analyzer was verified as operational and there was no further action required by fse. The most probable cause of the reported event was due to a defective diluent pump.

Event description:
On (B)(6) 2015, a customer reported error 2105 diluent suction when they started their quality control (qc) with their a1a-900 analyzer. The customer was advised by technical support to clean the level sensors, change the filter, repower and prime but the error persisted. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle stimulation hormone (fsh) and progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.